Event description:
It was reported that a balloon rupture occurred. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.